Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the xyz arm at the secondary rack needed recalibration. The instrument was calibrated, tested without further problem, and returned to service.